Event description:
A clinician who has been using the product for several yrs. Stuck herself with the safetyglide insulin needle. She was sliding the safety shield over the needle when the exposure occurred. The account was not sure if the device failed as the shield was still on the syringe but it was not advanced fully.